Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived to emergency room with severe pacemaker syndrome and crosstalk- palpitations, presyncope, dyspnea, pain, problems to walk. The physician tried electronically to correct the issue with programmer, however the issue still existed. The device was explanted and replaced successfully. The crosstalk could not be verified. The was in stable condition, no complications.